Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severe tortuosity of the iliac limbs. It was reported on the following day after the endovascular treatment, the kub revealed occlusion in the iliac vessel. There was a moderate kink in the iliac limb which resulted in occlusion of the vessel. The physician placed a balloon expandable bare metal biliary stent inside of the aneurx stent graft. The physician believes the severe tortuosity of the iliac limb resulted in the iliac limb kinking causing vessel occlusion. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: occlusion, moderate tortuosity of the iliac limb; conclusion: moderate tortuosity of the iliac limb. Other- secondary intervention required.